Event description:
The customer reported that in the nicu, the needleless connector was leaking, and there appeared to be a crack. The product was replaced, and the infusion resumed. There was no patient harm.

Manufacturer narrative:
Additional information concomitant medical products.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation. Age at time of event: (B)(6).

Event description:
The customer reported that in the nicu, the needleless connector was leaking, and there appeared to be a crack. The product was replaced, and the infusion resumed. There was no patient harm.

Event description:
The customer reported that in the nicu, the needleless connector was leaking, and there appeared to be a crack. The product was replaced, and the infusion resumed. There was no patient harm.

Manufacturer narrative:
Correction to initial report: brand name, model #, serial #, expiration date, catalog #, lot #, other #, UDI #, and PMA/510k. The customer¿s report that the needleless connector was leaking and cracked was confirmed. Testing replicated a leak from the maxzero component of the suspect set. Closer inspection of the maxzero component showed a lateral hairline crack along the body of the valve¿s plastic body surrounding the blue piston and continuing along the threads of the valve. Functional testing did not replicate any leaks with the other received extension sets. The root cause of the hairline crack was not definitively determined.